Event description:
Per the surgeon, the patient elected to have the flange fixture explanted due to chronic pain. The pain persisted after treatment with steroids and multile courses of antibiotics (type not reported). The patient has no plans for reimplantation and is doing well.